Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was an o-ring from a previous cartridge on the pneumatic tap. The customer changed cartridge to address and was able to successfully resume insulin delivery. There was no adverse impact to the customer's blood glucose level.